Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade I and discomfort. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified broken shell, underweight, delamination. A microscopic analysis was performed which identified a striated edge opening, consistent with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. Additional, changed, and/or corrected data: h.3., h.6.

Event description:
Healthcare professional reported left side rupture, capsular contracture, baker grade I and discomfort. Device has been explanted.